Manufacturer narrative:
Asku

Event description:
It was reported there was no telemetry and intermittent telemetry. It was later reported that the programmer head was intermittently interrogating devices successfully and it has been sent in for repair. Device is still in use. No patient complications were reported as a result of this event.

Event description:
It was reported there was no telemetry and intermittent telemetry. Device is still in use. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.